Event description:
It was reported that the pump indicated intermittent data log corruptions. Additionally, it was reported that the pump reset unexpectedly, resulting in the pump settings being erased. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 163 mg/dl.